Event description:
Complainant alleged that while analyzing the heart rhythm of a patient (age & gender unk), the device returned a "no shock advised" determination for what appeared to be a shockable heart rhythm. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the event card file and will be providing a follow-up report when our investigation is completed.